Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few years after a revision the patient was complaining about pain. An x-ray was taken which determined materials were left inside the patient. The materials were taken out of the patient. Additional information has been requested, but was not available as of the date of this report.